Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 and observed the reference valve was leaking. The fse replaced the reference valve to resolve the issue. The fse then cleaned the reference block and the inlet with the brush. The fse performed verification, calibration, and controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for ion selective electrode (ise) which included sodium (na), potassium (k) and chloride (cl) on their cell 1 of au5800 clinical chemistry analyzer. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.